Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 19 (max applied load exceeded) was confirmed in the archive data but was not confirmed during functional testing. The reported ua19 error message could not be replicated, and the autopulse platform performed as intended during testing at zoll. The likely root cause of the reported complaint could be due to the load plate detecting too much weight being applied on the platform, most likely due to user error by using an unknown load instead of a proper manikin. A review of the archive data showed a ua19 error occurred on the customer's reported event date, thus confirming the reported complaint. User advisory is a clearable error message; user advisory (ua) 19 error message indicates that the load plate has detected too much weight being applied. The recommended actions for this type of user advisory are: ensure the patient/manikin is aligned correctly and then restart. The autopulse platform passed the initial functional testing without any fault or error. A load characterization test was performed and confirmed that both load cell modules were functioning within the specification. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 19 (max applied load exceeded) error message. No patient involvement.